Event description:
The customer contacted baxter's service center regarding a home patient (hp) who restarted with new a cassette and reused the previous bags, which occurred on the homechoice (hc) during prime. The technical service representative (tsr) explained the aseptic set up procedure. The hp would restart with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the home patient (hp) regarding the reported event. The hp stated they understood it was not proper procedure to start over using the same supplies. The hp stated that they were able resume therapy successfully with new supplies. The hp stated they did not have any injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use product was confirmed, since the patient reported to be using a new cassette with the same solution bags from the previous therapy. The assignable cause was undetermined. The label review found the labeling adequate for the use error in this complaint.